Event description:
A executive territory manager reported an end user experienced an issue when using a bioflo duramax single valve sheath. During placement, it was reported the device caused the patient to experience an air embolism. When placing the dialysis catheter, the valve on the sheath slid open when the introducer was inserted which caused the air embolism. The device was removed, and the pa intervened and sucked out the air embolism. The device was replaced with a new of the same and the procedure was completed.